Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and station was on critical override. A field service engineer (fse) arrived, then proceeded to the station and logged into station. On the network page, it showed the network cable was unplugged. The fse reset the network adapter, then moved the machine to the other network port, which brought the station online. Connecting the other machine to that port caused it to go offline, and the fse informed the customer that the issue was information technology (it) related. Since it was unavailable, the fse reconnected to the port and adjusted the cable until a stable network connection was restored, confirming it by waiting for the network and discrepancy icons to disappear and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating and was on override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.